Manufacturer narrative:
The sample was collected off-site in a 13x100 bd plasma tube with a gel separator and processed off site. Qc results were within the customer's established ranges pre and post the event. A bci field service engineer (fse) performed the followings: ran high sensitivity (hs) system check, which contained few fliers. Replaced aspirate probe #1, duckbill valve, and dispense probes. Cleaned the carousel and adjusted the unit. Repeated hs system check which passed within instrument specifications. Ten points of qc were performed and passed within customer's established ranges. Although hardware issues were addressed, a clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously false positive beta human chorionic gonadotropin (bhcg) results generated by unicel dxi 800 access chemistry analyzer. The results were reported out of the laboratory and questioned by the clinician. The sample was repeated on the alternate unit which produced a lower result within the normal reference range. Amended report was initiated. Patient treatment was not impacted with regard to this event.